Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed an irrigation from the garment rubbing up against the left incision on the patient's side where tubes were from a previous surgery. Patient has three incisions and one is infected with pus coming out. The patient's physician prescribed antibiotics. During a follow-up, it was reported that the patient's irritation improved.